Event description:
The physician was using a mo.ma. Ultra cerebral protection device to treat a lesion in the ica..device was inspected prior to use with no issues noted. During preparation, no air leak was confirmed. However, it was reported that during the operation the eca balloon deflated. The physician checked all the connection part and no loose connection was confirmed before the second inflation, however, eca balloon was again deflated. Occlusion time was totally 42 minutes and filter catheter (spider fx) was also used at distal ica during operation. 26 minutes before the 1st deflation and 16 minutes before the 2nd deflation. The operation was continued using the same device and no health hazard to the patient occurred.

Manufacturer narrative:
Evaluation: results: (no root cause identified based on information available). Conclusion: (no root cause identified based on information available). Conclusion not yet available, evaluation in progress.

Manufacturer narrative:
Component/subassembly failure -leakage was detected from the eca inflation evaluation. Device failure directly contributed to event-leakage was detected from the eca inflation (B)(4).

Event description:
Evaluation summary: traces of radio opaque solution were detected inside the inflation lumens. Negative pressure was applied on both inflation lines. No leakage was detected on the cca inflation line. However, bubbles continued to appear after 15 seconds when the distal inflation line was tested, indicating a leakage. In order to detect the leakage source, the upper semi-shell of the hub was removed and pressure was applied to the distal inflation. Traces of liquid used for balloon inflation was noticed over the luer bonding zone of the eca line. Negative pressure was applied to luer port, liquid re-crossed the eca luer bonding zone and then bubbles rose from the inflation line. Both balloons were then tested by inflating . No leakage/pinhole was detected after 15 minutes of inflation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.